Event description:
It was reported that the 9800 system had an intermittent failure. No pt injury was reported.

Event description:
Caller reported blood glucose results of 417 mg/dl, 142 mg/dl, 211 mg/dl, and 211 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.